Event description:
This rv lead was implanted on an unknown date and remains implanted at this time. In an email sent to technical services on (B)(6) 2018 numerous investigations previously has been done to this lead including xrays. Continuing noise on this lead and impedance spikes up to 1000 ohms from 418 ohms were noted that looks like a possible fracture. The physician was unknown at (B)(6) in (B)(6), australia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).